Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photograph was reviewed and revealed the break. The tip of the device is broken off. The clinical/medical investigation concluded that, even thought the picture does appear to show a broken tip of the driver it does not provide insight into the reported event. Based on the information provided, no clinical factors were found which would have contributed to the event. No further medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation surgery of a femur and tibia fracture, after several attempts to tighten the cap, it was still loose. The surgeon tighten the cap into the short hexdriver and when the cap was correctly positioned in the nail, it got stuck in the tip of the short hexdriver and the tip broke. The breakage did not occur inside the patient. The procedure was resumed, without any delay, without the cap. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that, during an internal fixation surgery of a femur and tibia fracture, and while tightening a cap after several attempts, the tip of a short hexdriver got stuck in the cap and broke. Doctor tightened the cap on the driver, then got the cap right on the stem, could not get it loose as it was stuck in the driver, and broke the end of the driver. The breakage did not occur inside the patient. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.